Event description:
It was reported that this right atrial (ra) l lead was found to exhibit high capture thresholds. The patient had experienced bradycardia. The ra was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) l lead was found to exhibit high capture thresholds. The patient had experienced bradycardia. The ra was repositioned. No additional adverse patient effects were reported.